Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported scratches all over the insulin pump screen and feeling difficult to read, crack where the battery goes in, changing battery every 2 weeks, rejected new battery and motor error, loss of communication between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7911na, mmt-7020a, mmt-1880l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7911na. No product return is required for mmt-7020a. No product return is required for mmt-1880l. It was unknown whether customer will continue using the device or not.

Manufacturer narrative:
The p-cap/reservoir does lock properly. Unit powered up normally after battery installation. Unit successfully downloaded to thump. Verified 3 consecutive pump error 63 alarms ((B)(6)) in the adapt tool fault error log due to caused by twi interface on main/motor processor as per global logic analysis (B)(4). Isolate to electronic assemblies. Unit successfully passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test. Pump error 63 alarmed during occlusion testing but was retested. Unit was cut open for visual inspection of electronic and motor assemblies. No moisture damage noted to the electronic stack or motor assembly per visual inspection. No motor anomalies noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No battery anomalies noted. Unit was programmed with test transmitter link (guide link 3). The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. 100 mg/dl were successfully transfer and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No transmitter anomalies were noted. Pump pair device feature connection is working properly. The following were noted during visual inspection: pump casing was covered in a thick gray epoxy thermoset that didn't allow for inspection on cracks on pump body, cracked keypad overlay at select button, stained keypad overlay, and pillowing keypad overlay. Customer concerns of failed batt test was not confirmed due to unit working properly after battery installation. Unit communicated properly with sensor and did not show any communication anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.